Event description:
New information received notes the issue was discovered in clinic. The patient was asymptomatic. Programming changes to address the post paced t wave oversensing were made. The patient was stable throughout.

Event description:
It was reported that post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD).

Manufacturer narrative:
Further information was requested but was not available at this time.